Event description:
Related manufacturer reference number: 2017865-2022-05630. Related manufacturer reference number: 2017865-2022-05631. Related manufacturer reference number: 2017865-2022-05632. Related manufacturer reference number: 2017865-2022-05633. It was reported that the patient presented with infection. The system was explanted. The patient was stable.